Event description:
Internal battery does not hold charge. During testing, the ventilator beeped and shut down in 5 seconds. The ventilator was again tested and shut down after beeping. Please note that there was no pt involvement.